Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported that the fowler would not operate from the head end or the patient left siderail (inner and outer panel affected) and that the bed would not lower from any controls. No adverse consequences alleged.